Manufacturer narrative:
Analysis of programming history.

Event description:
It was initially reported by company representative that pt was being referred for prophylactic generator replacement. Prior to surgery, diagnostic tests were preformed that showed high impedance: output status - limit, lead impedance - high, dcdc code - 7, end of service - no. Due to the high impedance the pt had their generator and lead replaced. The generator and lead have been returned to the manufacturer. Product analysis on the lead is planned but has not occurred. Good faith attempts to gain more info have been unsuccessful to date.